Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Event description continuation: the physician then made multiple attempts to navigate back through the pfo with the wire. Again, the wire seemed to show signs of resistance and bending, as with the previous attempt. The physician was unable to flush the sheath. Bwi representative suggested that the physician use fluoroscopy with contrast to assess for location. Contrast revealed the location to be in the pericardium. At this point, the case was aborted and all sheaths and catheters were removed from the body. A pericardial effusion was confirmed via fluoroscopy with contrast and transthoracic echocardiogram. No intervention was required, as the volume was not significant. The patient was reported to be in stable condition, including blood pressure. The patient required 1-2 days of extended hospitalization in the coronary care unit as a result of this adverse event. The patient was reported to be fully recovered. It was thought that both the wire and the smarttouch catheter had been introduced into the pericardium, although it is not clear how they gained access as there was no transseptal puncture (due to pfo). Physician¿s opinion regarding the cause of the adverse event was that the patient¿s ¿narrow heart¿ and pfo may have contributed to the wire and catheter being misdirected into the pericardial space. No transseptal puncture was performed, as patient had a pfo. No ablation was performed, therefore the generator was not used. Sheath used was st. Jude medical sl0 8.5 french. Irrigated catheter flow was 2ml/min. No error messages were observed on biosense webster equipment during the procedure. Patient received anticoagulation during the procedure which was maintained in an unknown range. Procedure was prolonged by 60 minutes as a result of these events.

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for pulmonary vein isolation for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a pericardial effusion requiring hospitalization (with no medical or surgical intervention). Prior to the procedure, computed tomography revealed a patent foramen ovale (pfo). During the transseptal phase (no puncture required), the physician introduced the st jude slo sheath into the right atrium and proceeded to probe for the pfo with the wire from the sheath. The physician believed that the sheath arrived at the intended location in the left atrium. The physician then introduced the smarttouch catheter over the wire. Biosense webster (bwi) representative present at the case noticed that the catheter appeared to travel on a vertical path, which seemed unusual for the left atrium. The catheter was then removed to allow for the next sheath to be introduced into the left atrium to allow lasso catheter access. Next, the physician placed the wire back through the pfo. Bwi representative noticed that the wire did not seem to be located in the left atrium, as there appeared to be a slight resistance and the wire appeared to be bending back on itself. When the representative asked the physician where he believed the wire to be located, the physician indicated that he thought it was in the pericardium. The physician then retracted the wire back into the right atrium and requested the acunav intracardiac echocardiography (ice) catheter. Upon assessment, the physician did not believe the wire had been in the pericardium and did not observe any effusion.